Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation that was described as red. The patient requested and used a smaller garment size after losing weight and stated that the he was developing indentations in his skin. The patient's doctor recommended that the patient use a larger garment size for the lifevest. The patient used the larger garment size, as well as body lotion. The patient reported that the irritation had improved.